Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately six months later, a revision procedure was performed. The device was electively explanted. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information that the patient with this abdominally implanted device was presented to the hospital for abdominal dissension. On the telemetry monitor, pauses in ventricular pacing were present, the maximum pause was approximately two seconds. Upon device interrogation, the non-bsc right atrial (ra) lead pacing impedance measurement was 180 ohms. The non-bsc right ventricular (rv) lead pacing impedance measurement was within acceptable limits. The patient was not responsive at the time of the check; therefore, isometric exercises could not be performed. It was suspected that the device was oversensing due to the unipolar sensing, along with ventricular sensitivity programmed to 1.0mv. The sales representative was to reprogram the sensitivity to 2.5mv and continue to monitor the patient via telemetry to verify if pauses in pacing decrease. The patient's condition was determined to be good. No further information was available.